Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Arkray was unable to contact the customer to gather more information or request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report.

Event description:
Arkray USA, inc. Received the following complaint information via us mail. In approximately the (B)(6) of 2016, mr. (B)(6) obtained a new glycometer, glucocard vital serial number (B)(4). Customer claims that on or about the first week of (B)(6) 2017, the glycometer began giving inaccurate readings to mr. (B)(6). Customer also claims that on or about (B)(6) 2017, as a result of improper administration of glucose, the mr. (B)(6) became ill and was hospitalized at (B)(6) hospital in (B)(6). There he claims that he suffered a number of adverse symptoms and began to develop hallucinations. Mr. (B)(6) claims that he suffered these symptoms because he administered improper doses of insulin because of the failure of the glycometer manufactured by arkray USA, inc. To properly monitor his blood sugar levels as the glycometer was designed to do. We are unable to gather more information regarding this complaint because we do not have the customer's contact information.